Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6111. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the care partner app with 3.2.2[9047] prod build installed on samsung galaxy s20 fe 5g (v-13.0.0) was conducted and confirmed the issue is reproduced and its expected behavior. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements (srs doc: 3205046) 3241754,3241760,3241762, agile doc: 10948256doc. [Version ID-m] we have conducted a thorough investigation and can confirm that the android 13 device running on samsung galaxy s20 fe 5g has been designated as a greylisted device, as per the whitelist. This implies that if an untested software version error occurs on the cp app, we can simply click on the ""ok"" button on the screen and continue using the app without any issues. We have informed the helpline team member that please convey the message to the customer that we are getting an untested software version which is expected behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.